Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device requested, not yet received.

Event description:
During a procedure the driver tip fractured off. It is unknown if any pieces fell in to the patient. The driver tip was not retained.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Device was not returned for evaluation, however, investigation into the issue determined root cause is design related. Corrective and preventive actions have been initiated to address the reported issue.